Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. No adverse impact to the customer¿s blood glucose level was reported. The caller was instructed to inspect the pump, revealing damage to the guide rail, and tandem technical support resolved the issue by sending a replacement pump with updated software. The caller was advised on steps to return the old pump and acknowledged understanding these instructions.